Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 26.5, hardware: iphone13.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had experienced a seizure due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 58 mg/dl while wearing the pod for an unspecified duration. The patient¿s mother reported that the pod was operating in manual mode, and they independently increased the basal rate to a level significantly high for a pediatric patient. The patient¿s mother also reported connectivity issues with their continuous glucose monitor, which led the system to be in manual mode for over two days. The patient treated their low blood glucose levels by eating candies. No medical assistance was sought, and no medical intervention was reported.